Manufacturer narrative:
The patient sample was received for investigation. The investigation did not identify an interfering factor in the patient's sample. The troponin results generated by the customer are considered to be correct. No product problem was identified.

Manufacturer narrative:
The analyzer serial number is (B)(6). The samples were requested for investigation.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient on a cobas e 801 module and an abbott analyzer. The patient's cardiologist stated that the troponin results for a patient do not meet their clinical picture. The exact dates of testing were requested but not provided. Clarification on if the results were from different samples was requested but not provided. The initial troponin result for a plasma sample was 61.6 pg/ml. A 1:2 dilution was performed and the result was 78.2 pg/ml. A 1:5 dilution was performed and the result was 89.5 pg/ml. The initial troponin result for a serum sample was 63.6 pg/ml. The initial troponin result for a plasma sample was 59.1 pg/ml.